Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). The patient was re-implanted with another cochlear device on (B)(6) 2023. Additional information has been requested but it has not been made available as of the date of this report. This report is submitted on october 13, 2023.

Manufacturer narrative:
Correction: the date of awareness in the previous MDR was incorrectly reported as may 21, 2023. The correct date of awareness is october 11, 2023. This report is submitted on january 29, 2024.

Manufacturer narrative:
This report is submitted on march 30, 2023.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.